Event description:
During an in clinic follow up, a reduction in sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a rv dislodgement was noted. Technical support was contacted and recommended repositioning the rv lead to resolve the event. A rv lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the increased threshold resulted in a loss of capture and the rv lead was explanted and replaced to resolve the event.